Event description:
It was reported that approximately one month following a bunion repair, the patient reported feeling something "came undone" in her foot; x-ray showed a release of the bunion repair and a revision surgery was performed. The patient current condition is without complaint regarding the revision. No further patient or event information was provided at the time this event was reported.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, weight) as well as further event details and relevant patient medical history were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication with the event reporter and related facility. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event. Based on the information provided, the most likely cause(s) for loss of bunion reduction is abraded, torn, or broken sutures which can occur by nicking the suture with another instrument during insertion and/or fraying from sharp edge(s) of bone tunnel. Suture abrasion most likely led to eventual post-op failure of the suture. Patient post-operative activity level as well as medical history may also affect healing and contribute to this type of event. The root cause of this event was not able to be determined. Tissue healing and scaring-in of tissue is necessary to ensure the implant is not taking the entire load when post-op weight-bearing is re-initiated. Product directions for use (dfu-0147) states postoperatively, until healing is complete, the fixation provided by this device should be protected. The post-operative regimen prescribed by the physician should be strictly followed to avoid adverse stresses applied to the implant. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the facility contact. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported to baxter (B)(4) that the reservoir of a basal bolus infusor device ruptured during patient use. The device was being used to deliver doroperidol, buprenorphine hydrochloride to an unidentified patient. There was no report of patient injury or medical intervention. No additional information is available at this time.

Manufacturer narrative:
Follow-up information was received that the original post-op instructions stated, "you may begin to walk with weight on the foot right away to tolerance. The first afternoon and/or evening, your foot or ankle may still be numb and not hurt but you should go directly home and get off your foot and start icing and elevating. Just get up and go to the restroom or to change rooms, putting weight on the foot easily." One day post-op, the patient reported having a lot of pain and swelling. Approximately 7 weeks post-op, the patient had an acute episode of pain and partial return of deformity. The patient underwent a second surgery for hallus vagus deformity right foot. The buttons and sutures were removed. During insertion of the new device in the second surgery, a fracture of the second right metatarsal occurred with very mild displacement. A 5-hole plate and 4 screws were utilized. The case was completed as a mcbride bunionectomy, right foot, osteotomy, proximal phalanx, right hallux, and open reduction and internal fixation, fracture, second metatarsal right. Post-op instructions following the revision stated, "do not put weight on your foot until instructed by the doctor to do so. In order for your surgical recovery to be successful, it is critical that you stay off your foot! Go directly home from the hospital and get your foot elevated and start icing it. Keep right leg elevated. No weight bearing."